Event description:
The account alleged the brakes set and tire continues to roll when pushing the stretcher. No pt impact.

Manufacturer narrative:
The account replaced the brake caster to resolve the issue.